Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) replacement surgery to replace ipp with tactra as there was a small bump coming out the right side of the glands. The patient experienced extrusion due to migration of right cylinder. A tactra device was implanted in a better position to not cause the bump anymore. The patient outcome was reported to be fully recovered.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.